Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported unknown side rupture via ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d.1, d.2a, d.2b, d.4, g.4.

Event description:
Physician reported unknown side rupture via ultrasound. Device remains implanted.